Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted once analysis results are available. H6: the evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to the manufacturer for analysis.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the pump was read and a motor stall was noted. No MRI's were done, the patient was sent to the emergency room, and the pump was replaced. A dye study was aborted as the hcp could not aspirate the pump. The cause of the motor stall was not determined as the pump had already been returned to the manufacture.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: 2008 (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was analyzed and residue was identified in the motor gear train. The catheter was returned and analysis found no significant anomalies. Continuation of d11: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 1750 mcg/ml at 1000 mcg/day via an implanted pump. It was reported the patient had a motor stall on the morning of this report and no electromagnetic interference (emi)/magnets were present. The patient did not recently have an MRI. The rep would be following up with the managing physician. Additional information was received from the rep on 2020-sep-11 and it was reported the patient was having a catheter access port (cap) dye study today and the provider was wanting to leave dye in the catheter for 12 hours to assess if there were any microfractures within the catheter. The rep inquired if there was any issue with leaving dye in the catheter for 12 hours. Patient symptoms were not reported. Additional information was received from a company representative (rep) on 2020-sep-16 indicated they wanted to silence the active alarm so the pump could be mailed back. Further information was not provided.